Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688, competitor implantable pacing lead, (B)(6) 2005. A yrbrhx2615135, stent graft, (B)(6) 2005. A yrecx20375, stent graft, (B)(6) 2005. A yrirhxc16115, stent graft, (B)(6) 2005. (B)(4).

Event description:
It was reported by the patient that the patient's right ventricular (rv) lead was defective. Additional information was obtained from the clinic stating that the rv lead was damaged during a tricuspid valve surgery. The rv lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.